Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event includes: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: 19446692, batch: 8583643.

Event description:
Related manufacturer reference number: 1627487-2023-03098. It was reported that the patient is experiencing pain at the ipg site following weight loss and ineffective therapy as a result of high impedances on one their leads. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's drg system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.